Event description:
On an unknown date, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it the patient experienced nausea. On an unknown date, the patient was diagnosed a bezoar. No further information was available.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the similar us list number, the international list number is unknown. H6 code of 4581 was chosen to capture the event of bezoar. Bezoar is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.